Manufacturer narrative:
The investigation determined that a vitros ft4 result was likely obtained from the unintended tube/cup position when processed using a vitros 5600 system. The investigation identified a software anomaly associated with a specific sequence of events which allows a sample to be aspirated from the wrong tube/cup position of a sample tray using a vitros 5600 system. This can lead to a result or series of results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. Ortho clinical diagnostics is in the process of communicating this issue event to customer. The (B)(4) was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation it was determined that a sample fluid was aspirated from the unintended tube/cup on a sample tray using a vitros 5600 integrated system. A vitros ft4 result of 19.796 pmol/l was obtained and may not be the correct result for the intended sample. The undetected sampling from a tube/cup other than the intended one could lead to the generation and reporting of a test result or series of test results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. It is unknown if vitros ft4 result of 19.796 pmol/l was reported to a clinician as the customer did not notify ortho of this event. Since the customer did not report the event directly to ortho, it is assumed there were no allegations of patient harm. The investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
The customer confirmed that there were no discordant patient sample results obtained during the time of the event. There was no allegation of patient harm.